Event description:
Bd loops time 3 will not flush. No known harm to patient. This is report #10 for the same device with the problem- loop will not flush. Manufacturer response for set, administration, intravascular, maxplus (per site reporter) will obtain.